Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient experienced pain a few days after the implantation of a trochanteric nail. As a result, an x-ray was taken, which revealed that the lag screw in the nail had broken. There was no specific incident that led to the breakage. It was reported that the patient left town, which is why no revision surgery was performed.